Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device disposition is unknown. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a transfix acl procedure on (B)(6) 2015 where a bio-transfix, ar-1351lb, was implanted. The surgeon notified the rep on (B)(6) 2019 that the bio-transfix, ar-1351lb, may have broken and that the patient needed a revision surgery which has taken place and was performed by a different surgeon. Exact date of revision surgery is unknown and therefore the date of notification to the rep will be used as the revision date for this report.

Manufacturer narrative:
This follow-up submission is to update new event details: additional information provided 4/23/2020: the patient began to experience locking of the knee 2 years post-op. The tip of the transfix post was removed from the patient's femur during the revision procedure (date has not been provided). No further action was needed to the surgeon's knowledge. He did not replace the implant.